Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred after the customer fell down stairs with the pump. Customer also reported an alarm that occurred during the malfunction alarm but it was unable to be confirmed. Customer's blood glucose level was 388 mg/dl which was addressed by delivering a bolus. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Tandem technical support followed up with customer regarding the unspecified alarm but the customer declined assistance and stated it was resolved and had no further issue.